Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (connector latch does not secure with monitor) was confirmed. The connector latch was broken, causing the trunk cable to not securely latch with the monitor. The root cause of the physical damage to the broken latch was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector latch does not secure with monitor